Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported a fuzzy image on the processor involving an olympus bronchovideoscope. The customer was unable to see the picture. When and where the issue was identified remains unknown. There was no patient injury reported.